Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after dinner while using an ilet system with a steel 6 mm contact/detach infusion set; the user temporarily suspended insulin, then performed a site change with agent assistance, after which capillary blood glucose was 315 mg/dl and cgm values ranged around 305¿318 mg/dl before trending down to 265 mg/dl. Symptoms included hyperglycemia with thirst. Outcomes included no health consequences or impact and no need for medical or outside assistance. Investigation included troubleshooting and education, including assessment of timeline and guidance to monitor glucose following the infusion set change. Investigation of this case revealed no confirmed device malfunction, and the event resolved after the infusion set change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.